Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/9/24 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 11/8/24. The user reported experiencing a severe hypoglycemic event on 11/8/24, during which their bg dropped to 20 mg/dl, leading to convulsions. Ems was called, and the user was transported to the hospital, where they were treated with juice. The user was not admitted to the hospital and stated their bg was 89 mg/dl at the time of the call, which they considered low. During the conversation, their bg dropped further to 52 mg/dl, prompting their nurse to administer apple juice and pause insulin delivery on their ilet pump. The user reported feeling unwell and opted to disconnect from the pump temporarily, planning to use insulin pens as a backup therapy while awaiting further training.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts; these alerts were not consistently marked as acknowledged. If the product is received at a later date, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is unclear what caused this hypoglycemic event. However, there was a usual breakfast meal announcement 2 hours prior to the hypoglycemia. Based on cgm data, it appears the breakfast meal announcement may have been delayed as evidence by hyperglycemia and correctional insulin dosing prior to a later than usual breakfast meal announcement. It is also possible that the cgm sensor was potentially inaccurate due to nearing its expiration, as the glucose values shown by the cgm do not correlate with the symptoms and values reported by the user (20 mg/dl) in the case narrative. The user stopped wearing the ilet and resorted to back up therapy until she could receive additional training by a certified ilet trainer.